Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call indicating a motor error on the insulin pump. The customer stated that she did not want to troubleshoot because she had a new pump and would start using it. The customer stated that her blood glucose was low because she did not eat too much.